Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed and cannot recover. The customer reported that there was a delay to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's smart remote manager (srm) failed to recover. A field service engineer (fse) checked all power cables to the srm, ensuring they were tightened down and had no exposed wires. Initially, there was no present failure, but after having the rx assist with testing during an inventory, the failure was recreated. The fse then powered down the device, replaced the latch, and clamped down the connections. After powering the device back on, tested the latch in hardware test application (hta) over 10 times. The device was then rebooted back into the application, and the rx tested it in the application. The system functioned as intended after the field service engineer repaired the device.